Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 37 and pump error 43 found on 26-dec-2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump not received with original battery cap. Battery cap damaged unknown. No unexpected pump error 37 or pump error 43 noted during testing. Unit successfully downloaded to thump. Confirmed pump error 37 on 12/26/2021 19:03:16.000 and pump error 43 on 12/26/2021 18:58:00.000 in pump downloaded history. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the motor assembly. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump error 37 and pump error 43 was not confirmed during testing however confirmed in pump downloaded history. Moisture damage on motor assembly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.